Manufacturer narrative:
H.6. Investigation: customer returned several images of a shelf carton for 1ml, 31 gauge, 8mm syringes from lot 1109064. One of the corners of the carton has been torn open. An exposed syringe is sticking out with its needle cap removed and its needle bent. A review of the device history record was completed for batch# 1109064. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of shelf carton damage. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced a damaged broken product (device is still operable). The following information was provided by the initial reporter. The customer stated: tore box.

Manufacturer narrative:
Initial reporter phone : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced a damaged broken product (device is still operable). The following information was provided by the initial reporter. The customer stated: tore box.